Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported ¿monitor in room 2710 to be checked because the alarms do not sound with regard to the parameters defined¿. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported ¿monitor in room 2710 to be checked because the alarms do not sound with regard to the parameters defined¿. Patient impact is unknown at the time of report.